Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The reported loss of communication was confirmed and was due to low battery voltage. Battery trending data indicated a rapid decline in battery voltage that was not due to device usage. With another battery attached, the device functioned normally and no sources of high current drain were detected. The original battery was sent to the vendor for further analysis and no anomalies were found. The cause of the premature battery depletion was not determined.

Event description:
It was reported that no communication and premature battery depletion were observed. The device was explanted and replaced.